Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller had called for her self about finding a new doctor, when she mentioned her sister in-law had a device and she sister in-law doesn't think it works. The caller said she doesn't think her sister in-law knows how to use the device. She doesn't think she was given proper instructions. She said she noticed it not working right away. Agent did not ask about the circumstances that led to the reported issue.